Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter alleged that the pump's time and date settings changed without user intervention. Reportedly, the time and date were correctly set after a battery change three days ago. It was noted that the time was correct but the am/pm setting was incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/25/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2014 with the following findings: a review of the pump history showed that the time and date had reset on 11/19/2013. The pump history showed date and time adjustments were made on 11/20/2013. The pump was exercised for 120 hours on a 1 unit per hour basal program and the pump was keeping time accurately. The pump was powered down for 1 hour then powered back on. Evaluation revealed that a time and date reset had occurred. The complaint of the time and date changing without user intervention was not able to be fully investigated due to the time and date resetting with battery change. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.